Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low pacing impedance was observed. X-ray confirmed fracture. When the pocket was opened, insulation damage was observed. The lead was capped and replaced.